Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a patient recently maltreated, involving off-label use of a zenith alpha in a type b dissection. The device was mal-deployed, resulting in a type 1a endoleak, leaving the patient with no option but high-risk surgical treatment (a bailout procedure with a very high morbidity and mortality risk). This report, prepared by a cook competitor, is being circulated widely within the medical community, highlighting cook¿s clinical, technical, and regulatory failures in iran. A tevar graft is already in situ, deployed slightly below the level of the left subclavian artery, with a significant bird-beak configuration. A type 1a endoleak is present, likely due to inadequate proximal apposition. There is no suitable proximal landing zone for the extension, especially in the presence of a significant bird-beak configuration and a type iii arch. Using an extension carries a high risk of complications, including graft kinking or infolding at the overlap zone. It is advised to explore surgical options for this case.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: a male patient of an unknown age was treated for a type b dissection with a zta device (unknown rpn). The device was mal-deployed, resulting in a type 1a endoleak, reported likely due to inadequate proximal apposition. The endoleak was not treated. There was no suitable proximal landing zone for the extension, especially in the presence of a significant bird-beak configuration and a type iii arch. It is advised to explore surgical options for this case. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. An image (a planning document of an unknown date) was returned for evaluation. The image was reviewed by clinical personnel and the following was determined: per the finding in the imaging review ¿the planning document does not have a date and includes multiple computed tomography (CT) images with annotations. The imaging date is labeled (B)(6) 2025, but this might be anonymized. A 3d CT image shows the thoracic aorta (ta) with a type 3 arch and sharp angulation at the proximal descending ta just distal to the left subclavian artery (lsa). A zta graft is implanted from the proximal to distal ta. The proximal graft is placed just distal to this angulation, resulting in severe bird-beaking. There is no graft coverage between the lsa and the angulation. A type 1a endoleak is seen at the proximal graft along the greater curvature. The native aortic diameter is 33 mm at the left common carotid artery (lcca), 28 mm between the lcca and lsa, and the proximal graft diameter is 32.5 mm. The zta graft has 8 stent segments with a bare proximal spring. The 1st two segments are well expanded and then the remainder of the graft has a reduced diameter in comparison¿. Per the impressions in the imaging review ¿this is possibly a zta-pt-32-28-178 based on the imaging provided. There is a type 1a endoleak evident with severe bird-beaking of the proximal graft due to sharp aortic angulation in the proximal landing zone. The graft does not cover the proximal landing zone from the lsa and begins past the angulation, resulting in inadequate apposition length in the proximal neck and the type 1a endoleak. The severe type 3 arch anatomy is outside the IFU for this device and the reason for the inadequate proximal graft position, severe bird-beaking, and lack of proximal seal. Mal-deployment cannot be determined since the graft deployment is not demonstrated in the imaging provided. If the graft jumped forward during deployment, that would likely be due to the anatomy¿. Manufacturing records review could not be completed as the lot number is unknown. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. Per the instructions for use, vascular anatomy suitable for endovascular repair including radius of curvature greater than or equal to 20 mm along the entire length of aorta intended to be treated, nonaneurysmal aortic segments (fixation sites) proximal and distal to the thoracic aneurysm or ulcer with a length of at least 20 mm, with a diameter measured outer-wall-to-outer-wall of no greater than 42 mm and no less than 20 mm, and with localized angulations less than 45 degrees, required for treatment. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified. The severe type 3 arch anatomy is outside the instruction for use (IFU) for this device and the reason for the inadequate proximal graft position, severe bird-beaking, and lack of proximal seal resulting in the type 1a endoleak. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.